Event description:
In 2003, during the implantation of the ventricular assist system, the surgeon noticed the ventricular cannula had a small hole on the top of the ring, between the ring and the straight tube. Blood was leaking from the hole and the surgeon used tissue colle (glue) to prevent the leak with no consequence for the pt and the procedure. The device remained implanted.